Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 millimeter (true) balloon. The valve was deployed at 80% and would not sit appropriately or stay in place. The valve dislodged. The valve was recaptured and was attempted two more times with the same result. Subsequently, the system was removed and no valve was implanted. As reported, patient anatomy did not contribute to the placement and dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.